Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/04/2021.

Manufacturer narrative:
Additional information was added to b5, d4: catalogue #, d4: lot #, d4: unique identifier (UDI) #, d9, h3, h4 and h6. B5: during follow up, it was clarified that a small volume folfusor did not empty during therapy. H10: the device was received for evaluation. The sample was returned to the plant containing no residual drug fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred during an unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified folfusor did not empty during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.